Event description:
A pulsar-18 self-expandable stent system was selected for treatment moderately calcified lesion (85 percent stenosis degree) in the moderately tortuous distal sfa. A 4f sheath was used to reach the lesion, and the pulsar-18 5/150/135 was inserted but could not be released in the pre-dilated lesion. Another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has not been retracted and that the stent has not been released. The affected instrument was returned with the handle opened and completely disassembled. Several parts were returned separately. Two parts of the assembly are missing. The retractable outer shaft has fractured inside the handle. The fracture sites are plastically deformed, indicating an overload fracture. The knife holder and the knife being an important part of the release mechanism are severely damaged. The inner shaft is elongated and constricted over a length of about 295 mm, starting at the distal end of the knife holder. Due to the state of the returned instrument, the reported complaint event could not be reconstructed. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined. It should be noted that the IFU advises the user to only open the handle in the case that the trigger release mechanism fails with partial release of the stent.